Manufacturer narrative:
Corrective actions was initiated to further investigate this issue. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
When using the introducer, the hub failed to crack and split away from the lead in one single action. This resulted in the implanter having to use scissors to split the remainder of the hub and the introducer from off the lead. There was no adverse patient side effects reported, and the two leads and pulse generator were implanted without any incident. There was no procedure delay, no photos are available, and the outer packaging was not damaged when the device was removed from the package. The introducer will not be returned for evaluation, as it was discarded. No additional information is available.

Manufacturer narrative:
The device was used in treatment. No product was provided for analysis. Procedure completed successfully with same device. There was no adverse event with the patient. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. The device was discarded and will not be returned to oscor inc. For evaluation; however, a complaint notification was provided. Without the return of the actual device in question for evaluation, oscor inc. Is unable to determine the exact cause for this incident. At this time, it is not possible to assign a definitive root cause for the event as reported. The complaint is non-verifiable as the product was not returned for evaluation. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.